Event description:
It was reported that the patient underwent vns full revision surgery due to battery depletion and high impedance. The explant facility is known not to return any explants. No additional relevant information has been received to date.